Manufacturer narrative:
The insulin pump was received with a button error alarm and without button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, broken belt clip slot, and a minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 210 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.